Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The horizon small clip applier instrument has been returned and evaluated and failure analysis investigations could not replicate nor confirm the reported complaint. There were no damage or frayed cables observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the horizon small clip applier instrument had a disconnected wire. The user was completing the procedure as planned with no further issue reported.

Manufacturer narrative:
The horizon small clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.